Manufacturer narrative:
Additional manufacturer narrative: a definitive root cause was unable to be determined with the additional information. It is unknown whether or not the patient¿s pre-existing aortic dilation played a role in this event.

Event description:
Through additional follow-up, it was learned the patient underwent tavi of the aortic valve. The surgeon indicated the embolic protection filter was inserted without noted issues. To proceed with the tavi, after approximately three (3) minutes, the filter was retracted into the sheath to allow passage of the pigtail catheter past the embolic protection filter site. Once the pigtail passed, the embolic protection filter was re-inserted. There was nothing abnormal encountered with the use of the embolic protection cannula. The embolic protection device was not repositioned and there were no unusual observations were noted prior to the use of the device. Post operatively it was identified the patient suffered a stroke but it was unknown when the stroke occurred. The patient was subsequently discharged to a skilled nursing facility.

Manufacturer narrative:
Manufacture date: unknown, several attempts were made to obtain additional information. Additional manufacturer narrative. The device was not returned to edwards for evaluation. Manufacturing records were unable to be reviewed as no lot number was available. Several attempts to obtain additional information were made, but no further information from the hospital has been received at this time. Based on the information obtained, a definitive root cause was unable to be determined. There was no allegation of product malfunction reported. No manufacturing non conformance could be associated with the reported event. Injuries to the aorta are listed as a potential complication in the product instructions for use (IFU). The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU contraindicates use of this device in patients with aneurysm of the ascending aorta, aortic trauma or porcelain aorta. The device is indicated ¿in first time, non emergent cardiac surgery procedures requiring aortic cross clamp to capture and remove particulate emboli from the ascending aorta and heart in patients aged 18 years and older.¿ the IFU also includes specific instruction for insertion, deployment and removal of this device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that, upon concluding a transapical transcatheter valve replacement procedure, an aortic injury, described as a ¿flap¿, was observed on echo at the removal site of an embolic protection cannula. The aortic injury was noted immediately after the case was completed. Bypass was reinitiated and the chest was reopened to repair the injury. During the repair, the ascending aorta and aortic root required replacement. The patient was transported to ICU with an open chest. An edwards representative was in the case and noted the embolic protection cannula insertion and transcatheter valve placement were performed without difficulties. The edwards representative left the case prior to onset of this adverse event. Device model number and lot number were not reported and remained unknown.